Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, white particles in the gel, and crease flat. Weight measurement of the device identified device was underweight. Micro analysis was performed which identified sharp broken edge and stress marks. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment was a sharp broken edge and stress marks on posterior due to a surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.